Manufacturer narrative:
The astral device battery was returned to a third party service center. Evaluation confirmed the reported complaint. The battery was replaced to address the reported complaint. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in patient use when the reported event occurred.